Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had a defective zoom. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that a foreign matter was clogging the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation it was observed that a foreign matter was clogging the nozzle. Due to this clog, the water removability function did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive on the bending section cover had a chip, crack and had a white clouded area due too chemical or physical stress. Also, the adhesive around the objective lens and light guide lens had a white-clouded area due to deterioration caused by a handling issue. It was observed that the plastic distal end cover had a dent due to physical stress caused by handling. Lastly, scratches were observed on the following unit components due to handling: connecting tube, switch 4, universal cord and on the protector of universal cord on the scope connector side. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer did not know if there were any issues with the accessories used for reprocessing. The customer did not indicate if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.